Manufacturer narrative:
The cause for the discordant (B)(6) total result is unknown. The (B)(6) results for (B)(6) indicate that this appears to be a recovered sample. The patient clinical history is unavailable. The instrument is performing within specifications. No further evaluation of the device is required. Us: the IFU states in the limitations section: "the results from this or any other diagnostic kit should be used and interpreted only in the context of the overall clinical picture. A negative test result does not exclude the possibility of exposure to (B)(6). Levels of (B)(6) may be undetectable both in early infection and late after infection." Ex-us: the IFU states in the limitations section: "the advia centaur (B)(6) total assay is limited to the detection of total antibodies to (B)(6) in human serum or edta plasma. Assays for the detection of (B)(6) may not identify all patient samples that contain (B)(6) or potentially infectious units of blood and may generate false reactive results."

Event description:
A (B)(6) advia centaur xp (B)(6) total result was obtained for a patient sample. The (B)(6) total (B)(6) result was discordant with (B)(6) results. Repeat testing was performed an the result was (B)(6) for (B)(6) total. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) total result.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2013-00314 on december 27, 2013. On 04/07/2014 additional information: siemens healthcare diagnostics performed an internal investigation. The internal testing used 70 promedex positive samples. The results indicated 100% sensitivity. A review of all quality control (qc) panel data and the 100 (B)(6) sample runs was performed. Panel 1f included 100 (B)(6) samples. This panel was used to release lot numbers 048 through 052. Panel I g was used for lot numbers 052 through 063. The (B)(6) mean of all the 100 samples ranged from 0.077 to 0.091 index for panel if and 0.039 to 0.077 index for panel ig. Qcd which is an internal qc panel member had the mean consistent from kit lot to kit lot. This is since lot number 048. The lowest mean on lot number 048 was 3.03 index and highest mean on kit lot number 053 was 4.86 index.. The sensitivity and specificity of the (B)(6) total assay are being met. There is no data suggesting the (B)(6) total assay is out of specifications.